Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient experienced vaginal bleeding, vaginal infections, dyspareunia, localized pelvic pain, a recurrence of the original diagnosis for which the product was implanted, and disfigurement and emotional distress.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.